Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not rewinding also not delivering insulin. The customer¿s blood glucose was 279 mg/dl. Customer stated that he needs to change the reservoir and infusion set but the insulin pump was not rewinding. Customer also mentioned that there was air bubbles in the insulin vial and he cannot remove it. Customer was unable to identify what type of infusion set he was used. The device will not be returned for analysis.